Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the ceramic tip being broken, the sealing ring was damaged and missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had the tension ring damaged. There was no patient harm associated with the event. The device was evaluated, and it was found that the ceramic tip was broken. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
It was observed during the device inspection, that the resectoscope sheath exhibited the ceramic tip broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damage to the insulation insert was mechanically induced. Therefore, it is most likely due to improper handling by the customer (specifically, by subjecting the device to mechanical overload, shock or accidental dropping). The event can be detected/prevented by following the instructions for use (IFU): "4 before use: warning: infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." "4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion, -- no dents, -- no scratches, ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." "Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged." Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.